Event description:
Facility reported "massive blood leak into dialysate on initiation of treatment" (9th use dialyzer). Estimated blood loss 200 to 250 cc. No medical intervention. The sample was discarded by the facility. Medwatch filed on the blood loss.